Event description:
New information received notes that the right ventricular lead was capped on (B)(6)2021.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise. The rv lead was capped. The patient was stable throughout and no additional patient consequences were reported.